Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab director the actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band lost air after placement and failed. Therefore, manual pressure had to be held and reapply another. Estimated blood loss was less than 250cc. Patient was in stable condition. Procedure outcome was a success after reapplication. The event occurred post-treatment.

Event description:
Additional information was received on 15 june 2023: the procedure performed prior to using the trb2 was a left heart cath procedure. 13 ml's of air were injected into the tr band when it was applied. Tr band was deflated when inflated and another one was used, hemostasis was achieved. Estimated blood loss was less than 250 ccs. Band was deflated when used. Patient was stable.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide additional information in section a, section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).